Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Review of the provided data confirmed that rvat (right ventricular autothreshold) performed on 16 january and 06 august 2024 failed due low ventricular amplitude signal. Manual ventricular tests confirmed loss of capture at 0,5v. During rvat, pacing is considered capturing if a signal > 1,5 v is recorded during the 86ms window after pacing. In recorded rvat, a signal is present within the 86ms window, but < 1,5v. Then, as per specifications, the rvat is stopped and rvat considers a thr>5v. The operation of the observed rv autothreshold is conformed to specifications.

Event description:
During two on-site follow-ups (16.01.2024 and 06.08.2024) the device could not measure rvat despite several attempts. The manual rv threshold could be measured at each visit without problem and was 0.75/0.5 both times.